Manufacturer narrative:
Concomitant product: product ID 8591-38, lot # d14205, implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient receiving hydromorphone (concentration 10mg/ml, dose 3.753 mg/day). The indication for use was spinal pain and non-malignant pain. On (B)(6) 2015, the patient was having an unrelated back surgery and the neurosurgeon accidentally cut the catheter. Surgical intervention occurred; the pain doctor came in and removed a 3cm piece and used a splice kit to reattach. The issue was reported to have been resolved. The patient was reported to be doing well and there were no issues.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2015 (B)(6); product type catheter.